Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusion: according to the gore introducer sheath with silicone pinch valve instructions for use (IFU), ensure the vessel is of adequate size and appropriate tortuosity for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the pt including death may result. The 24 fr sheath is intended to be used with a vessel inner diameter of 9.1mm.

Event description:
On (B)(6) 2012, the pt underwent endovascular repair of a thoracic aortic aneurysm at the aortic arch using two gore tag thoracic endoprosthesis. The physician stated that there was resistance during insertion of the gore introducer sheath into the right common femoral artery. When the physician retracted the gore introducer sheath, the right external iliac artery ruptured. The physician performed replacing surgery with hema-shield graft for the ruptured external iliac artery. The procedure ended with no other event and the pt tolerated the procedure.